Event description:
Customer contacted haemonetics (B)(6) 2009 reporting their orthopat machine will not turn on - has no power. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported problem which occurred due to a blood spill. Issue caused damage to various components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user injury or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).